Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no alert/notification settings issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a hypoglycemia episode after self-treating hyperglycemia with insulin and reportedly did not receive any warnings that the estimated glucose value (egv) was going down. First, the patient received low bias inaccuracy. The egv was low and it was not documented whether the patient had symptoms. The patient self-treated with carbohydrates and after treatment checked the bg and it was 300 mgdl. Using his dosing guidelines, the patient took 8 units of insulin for hyperglycemia. An unspecified time after treatment, the patient experienced hypoglycemic shock, diaphoresis, and loss of consciousness. The patient reportedly did not recall getting any warnings letting him know the egv was starting to go down. The egv at that time was low and the bg by emergency medical service (ems) was 26 mgdl. The patient was given an intravenous (IV) and carbohydrates and recovered after treatment. The patient also had an electrocardiogram (EKG). There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a hypoglycemia episode after self-treating hyperglycemia with insulin and reportedly did not receive any warnings that the estimated glucose value (egv) was going down. First, the patient received low bias inaccuracy. The egv was low and it was not documented whether the patient had symptoms. The patient self-treated with carbohydrates and after treatment checked the bg and it was 300 mgdl. Using his dosing guidelines, the patient took 8 units of insulin for hyperglycemia. An unspecified time after treatment, the patient experienced hypoglycemic shock, diaphoresis, and loss of consciousness. The patient reportedly did not recall getting any warnings letting him know the egv was starting to go down. The egv at that time was low and the bg by emergency medical service (ems) was 26 mgdl. The patient was given an intravenous (IV) and carbohydrates and recovered after treatment. The patient also had an electrocardiogram (EKG). There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.